Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. The lumbar catheter ruptured (not integra) and the certas valve remains implanted. According to investigator, the rupture could be at the connection of the valve and catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve (ID 828806) that was implanted due to inph (idiopathic normal pressure hydrocephalus) via l-p shunt on (B)(6) 2017 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient visited the hospital due to headache and an x-ray examination confirmed rupture of the lumbar catheter. The valve is still implanted.